Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon inflation was broken. The procedure was completed. There were no patient complications reported.